Event description:
Hcp reported the pt was experiencing an increase in spasticity and baclofen withdrawal approximately 48 hours after pump replacement. An x-ray was done that suggested a catheter kink. A lumbar puncture was done and the pt was given 150 mcg of baclofen. This provided relief of symptoms. The pt was brought back to surgery and the catheter kink was confirmed and "corrected."